Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed no quality notifications were opened for the device. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed that this device was not involved in a servicing failure which correlates to the customer reported issue. The trackwise complaint history review was completed and it was confirmed that multiple complaints were received with similar sn (B)(4). We will continue to monitor all complaints and failure modes for upward trending and take appropriate action as required. CAPA reference: (B)(4). The customer stated that there was no patient involvement.

Event description:
(B)(4). The file number for this l2 complaint is (B)(4). (B)(4). 8100unit- customer eric called in for help on error "flow block" when try to run pm tes on 8100 unit its happen on any 8100 unit he connect. Had to leave the units connect to the main unit then power down the main unit then power back on by holding the tamper switch and system on button at the same time. Once the unit peep let go the select process and external communication then setup one of the unit to run the test, this no error test ran all through resolve the issue (B)(4).